Manufacturer narrative:
The device, intended for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection observed arcing damage on the 18 pin port and fluid spill marks on the inside of the unit on the circuit board and floor. No manufacturing abnormalities were found on the controller. Functional evaluation revealed that the controller did not function as intended. During testing it was found that the ablation down arrow button did not function and the unit could not be set to zero. Further testing was performed through the footswitch and found all other ablation and coagulation output voltage settings fell within specified ranges. Temperature readings could not be recorded do to the unit not recognizing the thermocouple. The unit was opened and found nothing loose or damaged inside the unit. The complaint was verified and the root cause was determined to be a electrical component failure. Factors which could lead non-functionality of the ablation and coag set points includes: there may have been a power surge to the controller which could have caused internal component damage or, there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that hip back won't set. Results of investigation have concluded that this unit has arcing damage on the 18 pin port and fluid spill marks on the inside of the unit on the circuit board and floor. No patient injury or other complications were reported.